Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify a44 alarm, max delivery alarm, low reservoir alarm or no delivery alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, an additional error alarm, and a max delivery alarm. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.